Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin. The customer had high blood glucose value for the last couple of weeks and it was running in the upper 200 mg/dl and at the time of incident it was 260 mg/dl. The customer also had low blood glucose and treated with food. The customer has treated high blood glucose with the bolus with insulin pump. The customer was been using insulin pump system within 48 hours of reported high blood glucose event. Based on report proceeding in troubleshooting customer alleged insulin pump for under delivery. The customer was neither in emergency room nor admitted into hospital, nor was emergency medical service dispatched as a result of high blood glucose. It was reported that there were no air bubbles present along the tubing length and insulin was exited at the quick release. The insulin pump will be returned for analysis.